Manufacturer narrative:
(B)(4).

Event description:
The patient reported paresthesia in the wrong location. The patient was implanted for pain in her hip. The pain in her hip had been on and off since being implanted. She had to change stimulation every 3 days. The patient had been having trouble feeling stimulation in the wrong location ever since she got the device. The patient met with a manufacturing representative (rep) at the healthcare provider (hcp) office and got reprogrammed. The patient then did not feel stimulation in the wrong location but the stimulation felt too high when she got home. She was at 400, which was assumed that the patient meat 4.00v, and the patient then decreased stimulation to 3.7v and she was fine. Therapy was great for the pain in the hip except for (B)(6) 2015 when she really felt pain in the hip. The patient said "I thought I was going to die." The patient's daughter then increased stimulation up to 400, the same level as the patient was programmed at the hcp office by the rep. The patient then started feeling stimulation in the wrong location again. Stimulation shook her stomach, shook her between her legs, down her leg and her foot. Stimulation was also in her colon area. "Stim shook me, it was unreal. It scared me." She told her daughter she could not take this. She decreased to 370 on (B)(6) 2015 and on the same day the pain in the hip was gone. It was then resolved and the pain was gone. But ever since stimulation was decreased to 370 the patient had been having quivers and stimulation right between her legs. It was not a shocking sensation and it did not hurt. It was just a quiver and felt weird. She had no pain in the hip but was worried that it was going to affect her kidneys or bladder. The issue on the (B)(6) really scarred her and it was weird. She could feel stimulation in her foot. The patient also mentioned she had neuropathy pain too and it was the same thing she was getting in her leg and it was just very weird. It was noted that the change in therapy/symptoms was considered sudden. The patient's relevant medical history includes chronic low back pain and spinal pain. Further follow-up is being conducted to determine what steps were taken to resolve the issue and if the issue had been resolved. If additional information is received, a follow-up report will be sent.